Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing with pacing inhibition. An x-ray was taken and did not reveal any abnormalities. No further testing was performed on the rv lead. The physician decided to abandon the lead surgically and replace with another lead. No additional adverse patient effects were reported.